Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2011 and performed to specification, alongsider random manual power ons, up to the 7th september 2014. The pad-pak was removed on three occasions, for periods up to 20 months. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups one of 10 minutes in duration occurring between 12th september 2014 and the last log entry on the 11th august 2015. An increase in voltage suggests a further pad-pak was installed. The device user accessible memory was erased prior to the 11th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time out recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). During investigation the device was found to be given audio prompts in catalan despite the language being displayed as english in saver evo. The device was dispatched from heartsine with catalan installed. Investigation concludes that an attempt was made to change the language however an error occurred during the process. This may have been a result of the usb cable being prematurely disconnected from the device during programming or an error with the installed software on the host pc caused the digital speech chip to become corrupt. This had no impact on the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.